Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not available because the manufacture date is before sep 24, 2014. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that patient did not recharge their ipg as recommended and ipg became inoperable. Surgery may take place to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.